Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that the emergency medical services were called due to low blood glucose level on (B)(6) 2019 in the morning with 26 mg/dl blood glucose. The customer was treated with sugar water through intravenous, glucose tablet and was given something to eat. The customer¿s blood glucose level was 50 mg/dl at the time of event. The customer alleged that the insulin pump was over delivering as the customer had low blood glucose level and insulin pump was giving customer insulin in automode. The customer also reported that the insulin pump shut off day before reporting the case and the blood glucose level went down. The customer had symptom related to low blood glucose level seizure and then they got to know that the customer had low blood glucose level. It was also reported that the sensor glucose level and blood glucose level had large difference and sensor signal was not found. The customer also reported high blood glucose level. The customer¿s blood glucose level at the time of incident was over 600 mg/dl and current blood glucose level was 356 mg/dl. The customer was not using automode during high blood glucose level event. The customer was treated with insulin pump for high blood glucose level. The insulin pump and reservoir will not be returned for analysis and sensor will return for analysis.